Event description:
It was reported that during equipment testing conducted at the user facility prior to the start of a surgical procedure the device ran without user activation while it was in safe mode. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the eval, corrosion was discovered throughout the internal components of the device. The corrosion found in the motor is a probable cause for the device running without user activation. During testing conducted at the MFR facility it was also reported that the device caused a bias current error to be displayed on the console. Corrosion of internal components is a probable cause for that error as well.